Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, no system computer came up on the central control monitor (ccm) and on the roller pump's small display. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) was able to duplicate the problem a few time in the biomed department. The biomed did get the same error message when he connected the ccm to the network interface card (nic) on the other side and was able to get the ccm up after he removed all the modules and rebooted the machine.